Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl. Insulin injections and a bolus via the pump were used to address the bg level. The customer had changed the supplies on the pump, changed the insulin and tried different types of infusion sets in an attempt to resolve the occlusions. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.